Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement and failure to capture, the lead threshold also increased progressively. A new rv lead of the same model was implanted. No additional adverse patient effects were reported. The lead is not expected to be returned as it was discarded.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted for an unspecified reason. A new rv lead of the same model was implanted. Besides surgical intervention, no adverse patient effects were reported.